Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmias, right heart failure, and respiratory failure as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ cautions the user that right heart failure can occur following implantation of the pump and warns that ¿right heart dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump¿. This section also outlines the associated treatment options, including rvad placement. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had respiratory arrest with runs of ventricular tachycardia and direct current shock, reintubation, and insertion of a tandemheart (not an abbott centrimag device) to support the right side of her heart. The patient underwent right heart catherization for hemodynamic and volume assessment. After being extubated on (B)(6) 2021, the patient had acute hypoxemic respiratory failure on (B)(6) 2021 which required reintubation. Respiratory arrest was caused by type 2 myocardial infarction from arrhythmia. During intubation the patient experienced pulseless electrical activity arrest. Advanced cardiac life support (acls) protocol was initiated and she required one shock for ventricular tachycardia and amiodarone treatment. Return of spontaneous circulation was achieved; however, she continued to be unstable. The patient was given multiple vasopressors. A stat echocardiogram (echo) was done but right ventricle windows were unable to be retrieved. Tandem right ventricular assist device (rvad) was placed to support right ventricle failure. The patient was finally extubated on (B)(6) 2021. The rvad was removed (B)(6) 2021.